Event description:
Thirteen days post implant it was reported that there was possibly dislodgement or perforation of both the atrial lead and right ventricular (rv) lead. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.